Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation was unable to determine the root cause of the reported fault. Information from the device memory shows 8 incomplete power cycles between the 2nd and 3rd october 2025, which would indicate the device was being powered off by removal of the pad-pak. This would support the reported fault. Upon receipt at heartsine, the device underwent extensive testing of all critical functions, performing to specification throughout. No measurable fault was identified that would have prevented the device from powering on or off correctly. However, corrosion and scratches were observed on the on/off button contact pads of the membrane pcb. It is possible that this corrosion had initially compromised the functionality of the on/off button, with the fault clearing while the user repeatedly tested the button, as evidenced by the scratches. Corrosion was also observed on multiple components, including the screws, membrane tail and membrane pcb. The corrosion identified across multiple components alongside the multiple temperatures below the indicated minimum of 0ºc (a low of -13.8°c), would indicate that the device had been stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.